Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical pump error alarm. The customer's blood glucose level was 93 mg/dl at the time of the incident. The customer stated that they received an open book image on the insulin pump screen. The customer reported they have issues with the sirens going off on the insulin pump and were not able to clear it. The customer reported that while they were working on the yard; the insulin pump started alarming. The customer informed that the insulin pump screen showed an open book with a question mark and insulin pump with red x. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within specific range.